Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that her husband had a blood glucose comparison test at this dr's office during a regular visit. She reported that her husband's meter read 143 mg/dl. And the dr's meter (brand unk) read 113 mg/dl. The test was done withn 10 minutes, using separate fingersticks. A control solution test was in range 135 (98-147).